Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer treated the high blood glucose with a manual injection. The customer was advised to perform a high pressure test, and the customer stated the insulin pump passed the high pressure test. It was found that the customer experienced high blood glucose when the reservoir was low. It was confirmed that there were no air bubbles or leaks observed. The customer stated that she heard a different sound from the insulin pump during basal delivery. The customer further stated that the drive support cap was loose. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot. The drive support cap was inspected and no loose drive support cap noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.